Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he continues to receive failed battery test alarms on the insulin pump. Customer stated that he used 8 batteries and the failed battery continues to alarm. Customer stated that he was climbing roofs at work prior to the alarms. Customer's blood glucose was 167 mg/dl this morning. Customer received a failed battery test alarm during troubleshooting. Customer stated that the batteries were only lasting two weeks. Customer declined to return the pump for analysis. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.